Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to keypad connector unlocked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad issue. Customer¿s blood glucose level was unknown. Customer reported that the keypad was unresponsive and hard to press down. Customer reported that the screen did not scroll down. Customer reported that the number was not ramping on screen. Customer was advised to discontinue the use of insulin pump and revert to back up plan. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.